Event description:
According to the reporter, two capsule failed to attach. Both capsules were retrieved. There was no reported patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.